Manufacturer narrative:
Batch review performed on 27 february 2019: general sphere instrument set 11.01001, lot 1810883: (B)(4) items manufactured and released on 03-jan-2019. Expiration date: 2023-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Considering the (B)(4), this is the first case of breakage received. Preliminary investigation performed by r&d project manager: the breakage of the femoral impactor was probably caused by excessive impacting force. In case of lateral impactions or with the impactor not perfectly aligned and in contact with the femoral component surface, the external edge could be damaged till the breakage.

Event description:
During the primary knee surgery, the femoral impactor broke while impacting the femur. A fragment fell into the patient but the surgeon was able to recover it. The surgeon successfully impacted the femur without having to swap to a different impactor and there was no delay in the case. The surgery was completed successfully.